Event description:
It was reported that the burr became stuck on the guidewire. A 1.50mm rotablator rotalink plus was selected for a chronic total occlusion (cto) procedure. During the procedure, the burr was unable to be advanced or operated within the guide catheter. When the device was removed from the patient, it was discovered the burr catheter was adhered to the rotawire. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable following the procedure.

Event description:
It was reported that the burr became stuck on the guidewire. A 1.50mm rotablator rotalink plus was selected for a chronic total occlusion (cto) procedure. During the procedure, the burr was unable to be advanced or operated within the guide catheter. When the device was removed from the patient, it was discovered the burr catheter was adhered to the rotawire. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable following the procedure.